Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken at 7mm from the proximal pierced hole and also it was kinked, which are consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened and there was no evidence of any tear section in the working length. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken. This condition could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and lithotomy with basket procedure performed on (B)(6), 2023. During preparation outside the patient, upon unpacking the device, it was noticed that the working length was torn. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the cutting wire was broken from the proximal pierce hole. Please refer to block h10 for full investigation details.